Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that pin centering is frozen and that the dermatome was getting metal shavings after taking a graft. There was no injury to a pt.